Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer stated that they were able to clear the alarm and complete pump rewind. Customer stated that software error detected alarm and post-reset ram crc alarm occurred during bolus. No harm requiring medical intervention was reported. The device will not be returned for analysis.